Event description:
It was reported that at a pump replacement telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The pump was interrogated and both the low reservoir alarm and empty reservoir alarms had occurred. It was noted that the low reservoir alarm would occur (B)(6) 2013. It was believed the medication in the pump was lioresal. It was later reported the logs show the last pump update was on (B)(6) with low and empty reservoir alarms on (B)(6). It was later reported the catheter was not aspirated and the new pump was not primed on the back table. The pump is programmed to 500mcg/ml at 50mcg/day. Hcp decided to let the pump run, no boluses. It was later reported the patient had missed a refill and the pump was empty. The pump was replaced due to elective replacement indicator and will not be returned. The patient is doing well, receiving therapy

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).